Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. The inspector received a cut portion of an inlet tube connected to an unused silicone temperature sensing catheter with no packaging. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The drainage lumen was flushed and no leaks were noted. The active length of the catheter balloon was measured to be 0.7555 inches. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon."

Event description:
It was reported that it was difficult to inflate the balloon during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon during pretest.